Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t hey need to get the stimulator removed because their therapy is not helping the patient one bit since implant. The stimulation is causing burning in their left leg since implant and they still have pain clear across their back since implant. They are trying to call their doctor¿s office to reschedule their appointment that is currently scheduled for (B)(6) 2018 at 12pm regarding the explant of the device but the number keeps disconnecting. Patient services sent an fyi email to the local rep regarding the doctor¿s office number. The rep responded on (B)(6) 2018 indicating that they spoke to the office and the office has been speaking to the patient. It is all good. No further complications were reported/are anticipated.